Event description:
The customer stated a patient generated (B)(6) results on the axsym (B)(6) assay. The sample tested non-reactive for (B)(6) screening, but (B)(6) confirmatory was (B)(6). The sample was tested on two axsym analyzers and across multiple lot numbers. Sample (B)(4) was tested five times on axsym (B)(6) between (B)(6) 2010 and (B)(6) 2010 with the following s/co results: 0.6, 1.05, 0.96, 0.93 and 0.97. This sample was (B)(4), (B)(6) reactive, (B)(6) non-reactive, (B)(6) reactive, (B)(6) confirmatory (B)(6) and reactive on architect (B)(6). There was no report of impact to patient management due to this issue.

Manufacturer narrative:
(B)(4). Additional information: axsym (B)(6) reagent lots 81432lf01 and 84441lf01. This report is being filed on an international product, list number 7a40, axsym (B)(6), that has a similar product distributed in the us, list number 9b01, axsym (B)(6). An investigation is in process. A follow-up report will be submitted when the investigation is complete.